Manufacturer narrative:
Baxter medical director assessment: this is a pump assembly malfunction on the isolex 300i that occurred during the buffer test run. As there was no patient product involved, there is no concern regarding any adverse patient outcomes for this case. As in all cases of isolex 300i malfunctions, there is the potential of the loss of patient cells if it occurs during the run. This puts the patient at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur.

Event description:
Customer reported that isolex 300i is not functioning properly. Updated data: during a buffer test turn (no patient product involved), the customer site experienced recurrent error codes during runs with isolex. They reported ec71 (pressure transducer 2 pressure out of range) and ec98 (fluid detected by fluid detector #2) loop at chamber cell was 3. The pressure at p2 was 12 after semi-automated recovery from ec98. They reported ec75 (pump #2 volume moved and source scale do not agree) at release agent transfer. A field service engineer was dispatched to the customer location and identified that pump assembly was not pumping up sufficient pressure on one roller. They replaced the pump roller assembly and completed functional checks.